Event description:
Caller reported experiencing cartridge alarm 20. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support confirmed previous occurrences of the alarm and decided to replace the customer's pump, ensuring insulin delivery continuity by advising the use of multiple daily injections as backup therapy. Customer was informed that the replacement pump would feature updated software, and was guided through storage mode instructions and return procedures for the defective pump.